Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The hemostatic captor valve on the flex main body was leaking blood when it was closed and leaked profusely when the grey dilator was removed in preparedness for advancement of the ipsilateral limb. The physician eventually exchanged the main body sheath for a cook sheath which kept the blood loss under control. However, overall it was estimated that the pt lost approx 1-2 units due to the leaking valve on the mai body. There was no transfusion necessary. Apart from the successfully deployed graft, no part of the device remained inside the pt. The pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically addressed in the IFU. Event eval: still under investigation.